Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacture representative regarding a patient receiving morphine (2 mg/ml at 0.11 mg/day) and baclofen (500 mcg/ml at 27.5 mcg/day) via an implantable infusion pump. It was reported that the patient had adequate pain relief. A catheter dye study was completed and the tip had slipped down from t8/t9 disc space to t11. It was noted that the patient was very active. Surgical intervention was performed and a portion of the 8780 catheter was replaced with a 8782 spinal catheter.